Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown interstim therapy - other. It was reported that the patient stated they fell "many times and had a surgery two years ago when they fell." The falls started in 2015. The patient said they never saw their managing hcp since they were implanted. There were no further complications reported.